Event description:
The customer reported that the system left monitor was blank at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.